Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the center button of the insulin pump was unresponsive and pump error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and it was found that the center button did not respond despite battery replacement, while other buttons allowed navigation. Troubleshooting was declined for pump error. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 63 alarm was found on 03/05/2026 01:17:08.000 to 03/05/2026 02:27:00.000, file number = 2017, line number = 147. Pump error 4 alarm was also recorded in the adapt tool on 01/17/2026 19:59:35.000, filenum = 32122, linenum = 2690. Per software engineering log investigation, it was determined that pump error 63 and 4 were caused by chip related issues (hardware anomaly). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture was found on electronic assembly which might have trigger the critical pump error (open book image). Problem isolated to electronic assemblies. Cosmetic damages were found on the pump, this includes: scratched case, cracked case, battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. In conclusion, the unit came in with critical pump error alarm triggered by pump error 63 due to moisture damage. Problem isolated to electronic assembly. Customer concern for keypad anomaly was unknown, unable to test due to open book. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.